Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had a system error 2240 (air in the set). Global product surveillance contacted hp on (B)(6), 2012 regarding the reported problem. The hp did not notice any defects with the original supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).the sample was discarded. The lot number is known at this time; therefore a batch review will be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was performed with no issues noted. Neither the disposable set nor the homechoice machine was returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.